Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the fiber bonding in the outer tube area (distal end) is damaged and outer tube (thermistor) is broken, error is cause traced to component failure and the most probable root cause of the malfunction light link plug of the video cable section contains foreign material was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited error, light link plug of the video cable section contains foreign material, fiber bonding in the outer tube area (distal end) is damaged and outer tube (thermistor) is broken. There was no patient involvement.